Manufacturer narrative:
(B)(4). Visual examination of the returned product found white debris from an unknown source. The product was returned opened in a poly bag. No further evaluation could be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined, as the product was returned opened, and the source of the foreign debris cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown revision when the femoral implant was opened the tech noticed after removing the plastic plug, there was something flaking off the boss of the implant. During investigation, it was determined that the reported debris is not a result of flaking of this device.